Manufacturer narrative:
H6. Corrected data, initial report: inadvertently used wrong code for the results.

Event description:
Additional information was received from the physician. The physician noted that the "unspecified complication of internal prosthetic device, implant and graft, initial encounter," was in reference to the device being non-functioning and not working for many years and the cause was due to vns stimulation. The referral for explant was noted to be due to patient comfort and not to preclude serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported by the physician that the patient was referred for surgery due to "unspecified complication of internal prosthetic device, implant and graft, initial encounter." No known surgical intervention has occurred to date. No other relevant information has been received to date.